Manufacturer narrative:
(B)(4).

Event description:
It was reported that replace sensor occurred. Data was evaluated and the allegation was confirmed as a early sensor session. The probable cause was determined to be early sensor session. The reported event of a early sensor session is reportable based on the finding of a early sensor session. No injury or medical intervention was reported.